Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The reported failure could not be duplicated, and there were no faults identified in the fault log in association with this event. Since no malfunction could be reproduced anda failure point could not be determined, the fse took the following action to resolve the reported issue; the display assembly was removed and replaced with a new part along with the listed decals and covers. The stm also replaced the display controller pcb. The unit passed all functional and safety tests per factory specifications. Iabp unit has been returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during a daily check, upon power up, the cs300 intra-aortic balloon pump screen went black. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported by the customer that during a daily check, upon power up, the cs300 intra-aortic balloon pump screen went black. There was no patient involvement, thus no adverse event was reported.